Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples shows a small amount of blood on the dialysate side of the membrane area. This verifies an internal leak occurred and not an external leak. An internal dialyzer blood leakage is usually detected within seconds with a functional dialysis machine and the machine will immediately enter a patient safe state to prevent further blood loss. Thus, the blood loss will be limited to the volume contained in the extracorporeal (ec) circuit if not returned to the patient. Losing this volume of blood, which corresponds to 5 -10 % of the patient¿s blood volume, is not expected to result in any significant patient harm in a vast number of patients and does not have the likelihood to cause or contribute to death or serious injury. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed originating from an unspecified location of a theranova 400 set during hemodialysis therapy. The volume of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.